Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer using sara 3000 active lift it was reported that the resident fell out of large sara sling and sustained a right ankle fracture. Night shift nurse in charge did not tag out the lift and the sling involved and both are in circulation. It was indicated that four sara 3000 units are in the facility. According to jeff cochran (administrator): "from my investigation, it was user error, nothing wrong with the lift".

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that the resident fell out, out of large sling during transfer using sara 3000 lift. As a consequence the resident sustained a right ankle fracture. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and slightly decreasing. The lift and the sling device were not inspected as it was reported that both (the lift and the sling) were not quarantined by the customers facility. No malfunctions were indicated by the customer that could have caused or contributed to the event. Arjohuntleigh was informed that the customer's facility performed their own investigation and in conclusion they found that the incident was caused by user error and nothing was wrong with the device. Based on this statement, it was established that the lift was found to have been up to specification when the event took a place. Going further, the sling and the lift were being used for patient handling, but it appears they contributed to the event most probably due to an user error. From our investigation, including simulations, it comes forward that when the labeling is followed, there is no likeliness of a patient drop or other adverse event to occur, during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs: the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction with the above for use). Considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling.

Manufacturer narrative:
(B)(4). Add'l info will be provided following the conclusion of the investigation. (B)(4).